Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had multiple no delivery alarms. The customer changed their set and received an unexpected re-start alarm. The customer was changing the battery when the alarms occurred. The blood glucose reading was 176 mg/dl. The history showed that the insulin pump had a signal to low alarm. Troubleshooting for the insulin pump was conducted. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.